Event description:
On (B)(6) 2012, the lay user/patient contacted alleging that his onetouch ultralink meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported he began to obtain unexplained high blood glucose readings with the subject meter approximately 1 week prior to contacting lfs. The patient informed the mss that his normal blood glucose readings are in the "150 to 155 mg/dl" range; however, began to intermittently obtain readings in the "400's mg/dl" with the subject meter. The patient stated that on the evening of (B)(6) 2012 he obtained a blood glucose reading of "527 mg/dl." In response to the elevated reading, the patient stated he took 5.2 units of insulin based on his pump recommendation. The patient stated a couple of hours later he retested with the subject meter and obtained a result of "461 mg/dl." The patient informed the cca that he administered another correction bolus of 2 or 3 units per the pump's recommendation and shortly afterwards developed symptoms of sweaty, incoherent, and began "ventilating." In response to the symptoms, the patient stated his spouse tested him with a backup meter and obtained a result of "57 mg/dl," which he felt correlated with his feelings. The cca noted that the patient claimed he "did what he had to do to bring his blood sugar up;" however, did not state what treatment he received in response to the low blood glucose symptoms. At the time of troubleshooting, the cca noted that a control solution test performed on the subject meter fell within the specified control range. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.